Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional finding. Updated fields: h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: unit had a puncture on its cable. The most probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that subject device had a green screen. The procedure was completed using another device. There were no reports of patient harm. "The inq-17072 has been escalated as a complaint since it is not possible to determine with certainty whether this inquiry meets the definition of a medical device complaint as defined in global complaint triage sop (gsop-00028) or not based on the acquired information. (Gmb-495873-16-jul-2024)".

Event description:
It was reported that subject device had a green screen. The procedure was completed using another device. There were no reports of patient harm. "The (B)(4) has been escalated as a complaint since it is not possible to determine with certainty whether this inquiry meets the definition of a medical device complaint as defined in global complaint triage sop (gsop-00028) or not based on the acquired information. ((B)(4)-16-jul-2024)"

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.